Event description:
It was reported that the night post-op of a laparoscopic gastric sleeve procedure, the patient experience bleeding that was noticed in the drain and the patient¿s hematocrit was low. The patient received one unit of blood and was transferred to the ICU. The patient received additional units of blood, but the exact quantity was not known. At the time of the call the patient had normal blood levels.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what is the current patient status? Is the patient male or female? Was buttressing being used? If yes, what type? If buttressing was being used was it used on every firing? Were there any issues with staple performance in the surgical procedure? If yes, please explain in detail. On which firing did the event occur? What color of cartridge was being used? Is it normal procedure for the surgeon to place a drain in this type of surgery? Was there any other surgical intervention required? If yes, please explain in detail. How many units of blood were administered? Was the site of bleeding ever confirmed?